Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. When the femoral access was being obtained, the physician inserted the versacross guidewire into the non-boston scientific needle to perform femoral access and the guidewire stripped completely, rendering it totally unusable. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.